Event description:
When removing the stylet of the saf-t-intima, the tube separated from the inserter.

Manufacturer narrative:
Additional information has been requested. The sample is currently being investigated. Upon completion of the investigation, a supplemental report will be submitted. (B) (4). (B) (4).